Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive sheath was selected for use. It was reported that with air being removed when inserting a farawave catheter into the faradrive sheath, air was continually being released. This was noted with the flush lumen when removing air with the syringe. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive sheath was selected for use. It was reported that with air being removed when inserting a farawave catheter into the faradrive sheath, air was continually being released. This was noted with the flush lumen when removing air with the syringe. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that the inner valve was torn. The reported event was confirmed via analysis.